Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) channel. Monitoring of the patient and reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) channel. Monitoring of the patient and reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced due to therapy upgrade. This device was returned to boston scientific for evaluation. No further adverse patient effects were reported.

Manufacturer narrative:
Amendment: the information received details that the impedance issues continued even though this device is no longer implanted. Additionally, a gradual rise over time was confirmed. This is enough evidence to suggest that the device was not the root cause of the issue. Therefore, there is no longer evidence of a product malfunction. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) channel. Monitoring of the patient and reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced due to therapy upgrade. This device was returned to boston scientific for evaluation. No further adverse patient effects were reported. Additional information was received detailing that the patient continues with the impedance issues on the lead, furthermore, it was confirmed that this has been a gradual rise over time. This evidence suggests that this device was not the root cause of the impedance measurements, since this device is no longer involved, and the issue continues. Therefore, there is no longer any evidence of a product malfunction.